Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery for humerus transcondylar fracture with a distal humerus plate. During the surgery, the drill bits were dull and the surgeon could not drill with the drill bits. He used another drill bit (competitor's product) and completed the surgery within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the visual inspection of the returned drill bit has shown that the cutting edges are completely worn out. The instrument is all in all in very used condition and there are clearly wear marks and scratches on the tip section visible. The received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in july 2019 according to the specification. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production criteria¿s. Since the drill bit is in very used condition and the cutting edges are blunt: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 323.062, lot: 5l20392, manufacturing site: bettlach, release to warehouse date: 10 july 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.